Event description:
An injury and the patient had to have a nephrostomy tube. He does not want to use the firm stent. Patient just pulled it out with his hand. Patient had a nephrostomy tube put in on (B)(6), 2010, and he has been discharged.

Manufacturer narrative:
To date, the product has not been returned for evaluation and have received limited information in regard to what had transpired causing the ureteral stent removal. Additional information has been requested concerning the placement of the nephrostomy tube, indwelling time for the stent and the patient's current status. Upon receipt of the product and or additional information, it will be forwarded.